Event description:
Trident hemi cup revised due to loosening. Pain after a dental procedure 2 years after original surgery.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Trident hemi cup revised due to loosening. Pain after a dental procedure 2 years after original surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.